Event description:
The article titled "transcatheter device closure of atrial septal defects in patients older than 60 years of age: immediate and follow-up results" reported the following events: complications encountered during or within 24 hours from the procedure included a small pericardial effusion in 5 patients requiring observation only.

Manufacturer narrative:
This event is currently being investigated further and will be reviewed by aga medical erosion board chairs. This MDR will be updated if a definite erosion is confirmed.